Event description:
Signs of perforation at implant were reported - the patient presented with pain, pacing threshold increase, and slight blood pressure decrease, which was managed by drainage. The lead remains in use. No further patient complications have been reported as a result of this event.